Manufacturer narrative:
Concomitant medical products and therapy dates: clopidogrel 75mg, acetaminophen 500mg. Investigation findings: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), if the access vessel size is smaller than the sheath's nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the minimal ID for a dsf2233 sheath is 7.3mm, and the nominal body od is 8.2mm. The patient's right external iliac artery was reported to be 8.3mm which suggests that the sheath was used in accordance with the IFU. Furthermore, the IFU states that potential device or procedure related adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm in the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) clinical trial. A 22fr. Gore® dryseal flex introducer sheath (dsf) was used as an accessory in the procedure on the patient's right side. It was reported in the surgical notes that cut down was performed on the patient's right common femoral artery. The physician dissected past the subcutaneous tissue and entered the femoral sheath. Control of the common femoral artery was gained proximally and distally. A vert catheter and glidewire® were utilized to exchange to a stiff lunderquist® wire in the thoracic aorta bilaterally. Predilation was performed and the 22fr. Dsf was placed on the patient's right side. After the procedure it was noted that there was evidence of a right external iliac/common femoral artery flap with significantly elevated velocities. A CT angiogram of the chest, abdomen, and pelvis, performed on (B)(6) 2021, revealed dissection involving the right common femoral artery extending into the right internal/external iliac artery bifurcation. There was no pre-existing dissection reported in the area, and no reported difficulty during access with the sheath. Additionally, no difficulty was noted while advancing or withdrawing any devices through the introducer sheath. There was no significant tortuosity, calcification, or other pre-existing problem noted on the right side preoperatively. The physician reported that the observed dissection was related to use of the 22fr. Introducer sheath. On (B)(6) 2022, further dissection into the patient's right external iliac artery was observed. The cause of the dissection was again suspected to be related to use of the introducer sheath and the size of the sheath in relation to the patient's small size. The diameter of the patient's right external iliac artery was reported to be 8.3mm. It was reported that no intervention has been performed or is planned to treat the dissection as the patient is asymptomatic. The physician further reported that the dissection is not clinically significant. The event is ongoing. There were no further reported issues.